Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent implant of a bard/davol flat mesh during a robotic assisted total laparoscopic hysterectomy with a colpoteres suspension. Operative report notes a non-bard/non-davol "seprafilm slurry" was placed over any raw area of the posterior closure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.